Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of hospital contamination (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with dianeal ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal and extraneal therapies was ongoing. On an unreported date while hospitalized for an unknown reason, the patient experienced hospital contamination. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was the hospital contamination. The patient was not hospitalized, however underwent a peritoneal effluent culture and analysis. The results were unknown. On an unreported date, the patient began remedial therapy with targocid (200mg daily ip) and fortum (1gm daily ip). The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.